Manufacturer narrative:
On 04mar2016, immucor technical support assessed instrument testing files to determine the nature of the instrument test well images in question. The test wells in question appeared visually slightly positive, which were not consistent with the unexpectedly negative instrument testing output. The immucor laboratory tested retention product on 17feb2016 which performed as expected. An immucor distributor service engineer visited the customer site on 12feb2016 and cleaned, and checked the instrument camera to confirm that the camera was properly aligned. The service engineer also cleaned the instrument mirror.

Event description:
On (B)(6) 2016, a customer site had documented unexpected negative antibody screen and identification test wells when testing on a galileo echo, when tested on (B)(6) 2016.